Event description:
It was reported that cvc was inserted into femoral vein. During the procedure, the "spring wire guide (swg) was lost in the groin". The swg was removed. Exact nature of removal was not reported. Pt remained stable. No further complications were reported.